Event description:
Customer called to report failed electrolyte calibrations and stated that the electrolyte injection cup (eic) of the synchron lx clinical system, model lx20, was overflowing. The event occurred following monthly customer maintenance. As customer was performing maintenance to replace the carbon dioxide alkaline buffer, a cable line was disconnected and then reconnected. All electrolyte calibrations began to fail after customer performed this maintenance procedure. The customer technical specialist (cts) assisted customer with troubleshooting the instrument. The cts instructed customer to trace the solenoid valve and its connections, during which customer found a disconnected cable/connector to the solenoid valve. The cts instructed customer to reconnect the cable/connector, after which no further leaking was observed. Customer then verified that calibrations and quality controls recovered within specification. The cts confirmed proper instrument function with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
(B)(4).